Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 113 mg/dl. The customer stated that he wore his pump during an x-ray at the airport for his cruise 2 weeks ago. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to troubleshoot for high readings. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided with the initial report for type of reportable event were incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms or prime anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at battery tube threads and reservoir tube lip. The insulin pump was received with stained end cap sticker and minor scratched lcd window.